Event description:
Upon first incision during a pacemake generator change out procedure, with use of the plasmablade, the patient¿s zypher pacemaker from st. Jude, stopped pacing. The patient went into cardiac arrest and the staff had to do chest compressions to bring the patient back into rhythm. There were no external pacing sources in place at the time since this was on first incision. The case was completed using an alternative medical device. Patient demographic information not available per the hospital.

Manufacturer narrative:
Product event # (B)(4). Eval, results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event (B)(4) evaluation process: performed visual inspection on unit per (B)(4). -unit is in good condition. Performed baseline functional testing per (B)(4). No performance issues found. Unit delivered correct levels of rf energy in all modes to fixed resistors in the service department. Root cause: customer¿s complaint could not be confirmed. The unit delivers correct levels of rf energy in all modes to fixed resistors in the service department. (B)(4)

Event description:
Upon first incision during a pacemake generator change out procedure, with use of the plasmablade, the patient's zypher pacemaker from st. Jude, stopped pacing. The patient went into cardiac arrest and the staff had to do chest compressions to bring the patient back into rhythm. There were no external pacing sources in place at the time since this was on first incision. The case was completed using an alternative medical device. Patient demographic information not available per the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.